Event description:
Customer reported the hand piece is heating up very quickly, will not run over 46.000 rpm, and the motor will run only when given a kick start by spinning the cutter. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the drive had low rpm, the tube, motor, and motor flex were defective, the wiring was damaged, and there was water damage. This was attributed to defective handling. The device was repaired and returned to the customer on 03/12/2013.